Event description:
It was reported that when drilling out to the lateral cortex of femur, the distal tip of the 4.5mm drill bit separated from the shaft of the bit. It was still on the flexible pin, and a grasper was used to remove the part from the joint. No patient injuries were reported. A backup device was available to complete the procedure.

Manufacturer narrative:
Due to no product was returned, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation were not possible. The product met specifications upon release to distribution. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited.